Manufacturer narrative:
One pump was returned for analysis in used condition. Investigation found that the drvierod assembly was loose and not functioning properly. The driverod assembly was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's driverod assembly.

Manufacturer narrative:
One pump was returned for analysis in used condition. Investigation confirmed the field observation. The pump's driverod assembly was loose and not functioning properly. The driverod assembly was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the driverod assembly.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a system fault. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.